Event description:
The user facility reported that during a patient procedure their harmonyair a-series surgical lighting system "flickered off" resulting in a procedure delay. The harmonyair a-series surgical lighting system was rebooted and the procedure was completed successfully. No report of injury. The lighting system was removed from service to await onsite inspection.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the harmonyair a-series surgical lighting system and found the lighting system's commutator slip rings were damaged at the yoke - spring arm connection, likely attributing to the reported issue. The technician replaced the commutator slip rings, tested the lighting system, confirmed it to be operating according to specifications, and returned it to service. The harmonyair a-series surgical lighting system's operator manual states, "troubleshooting 7.6-light flickers on/off during movement. Loss of communication may occur at wall control screen. Contact steris for general troubleshooting and additional information." A 3-year complaint review indicates this to be an isolated event. The device history record (DHR) was reviewed and confirmed that the device was manufactured to specifications. No additional issues have been reported.